Event description:
A distributor reported an issue where a customer's pump touchscreen was cracked and shattered, rendering the screen unreadable and remaining black despite the pump being recognized by a computer. The customer's blood glucose value was reported to be 230mg/dl, which is above the normal range. As corrective actions, the device was set to be returned, and a replacement pump was assigned to the customer.